Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The user facility reported a 66-year-old male in non-st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The patient originally had an iabp for support but was escalated to the 5.5 pump. On day three of the support, there was a concern noted of infection/sepsis. The team consulted with infectious diseases (ID) for care. The ID team began new antibiotics and the pump remained on for support. To date the pump has been supporting the patient for 33 days. The 5.5 has been used well beyond indication.

Manufacturer narrative:
The investigation into the reported 'infection/sepsis" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the infection/sepsis and it is unknown relation to impella.